Event description:
It was reported that the customer's insulin pump alarmed motor error, but the alarm was cleared. The displacement test was performed and the device passed the test. It was stated that the drive support cap was loose/protruded. No further information was provided.

Manufacturer narrative:
The insulin pump unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. Motor passed motor test. Drive support disk was inspected and no anomaly was noted. The insulin pump had a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.